Event description:
It was reported that the patient presented in the hospital with a heart rate of 30 beats per minute due to loss of output. The pulse generator was unable to be interrogated. The patient was provided with temporary pacing support. The device was explanted and replaced. The patients condition was normal post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.